Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Widespread corrosion and damage was discovered upon disassembly.